Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection. Cultures were taken and enterococcus bacteremia was found and vegetation was observed on the right ventricular (rv) lead. The patient was treated with antibiotics and the ICD system will not be replaced. No further patient complications have been reported as a result of this event.